Event description:
An endologix aaa stent graft became lodged in the pt's right femoral-iliac artery during an attempted percutaneous insertion. Upon attempting to remove the graft, the catheter covering the stent graft material ripped and dislodged. The stent graft was successfully removed the intact. Procedure was completed using a different vendor's aaa stent graft. This was the initial aaa stent graft product attempted to be used. Dates of use: 2008 - 30 minutes. Diagnosis or reason for use: percutaneous aaa grafting. Event abated after use stopped or dose reduced? No.